Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. Approximately two hours post-procedure, the patient became hypotensive. Transthoracic echocardiogram (tte) was performed which revealed a circumferential pe. No pe was noted prior, during, or immediately after procedure. A pericardiocentesis was performed and a drain was placed. The patient was kept overnight for observation. The following day repeat tte was performed revealing no further pe development. The patient was expected to be discharged that day, however remained admitted for atrial fibrillation concerns unrelated to the watchman procedure or pe.